Event description:
Case #2: (B)(6) 2025: 36-year-old healthy male with a perforated appendix. A laparoscopic appendectomy was performed. Biasurge® was instilled using the appropriate laparoscopic portal. Within minutes, the patient developed tachycardia with hypotension to 70/40. Fluid bolus and vasopressors were used for resuscitation. Post-operatively the patient developed an acute kidney injury with a doubling of his creatinine. This stabilized and returned to baseline. The operative surgeon and anesthesia discussed this case and had an initial impression that this most likely was related to the early sepsis nature of the perforated appendix.

Manufacturer narrative:
An investigation could not be completed because the facility does not retain the required product information and attempts to obtain it from external sources were unsuccessful. Based on the number of units distributed to date and the reported incidents, the estimated potential incident rate is (B)(4). Surveillance activities will continue to assess any emerging trends or additional reporting.